Event description:
It was reported that the patient developed mrsa infection. The pulse generator was explanted. No further information was available.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.